Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic ovarian lesion resection, when the patient's ovary was sutured, the needle broke, but the thread was removed in time. Another suture was used to complete the procedure. The patient's pain increased. There was no patient injury.